Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit of this right ventricular lead, the arrhythmia logbook revealed a high rate episode. It was thought this was due to oversensing an external interference noise resulting in a three second pause. No syncope was experienced. The device sensitivity was reprogrammed and a follow up will be performed in the future. No adverse patient effects were reported.